Event description:
It was reported that while transferring a resident in the facility using a parker 600 alpine lift the loops on the seat harness came off the hooks on the spreader bar assembly causing the resident to fall from the harness. Bruise to head of resident was noted, observation will continue, seen by facility dr, cold packs placed to area. In-service by product manager will be scheduled along with inspection and evaluation of product as soon as time permits. Looking at the first few weeks of december to do it.